Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete, the results will be provided in the supplemental report. No conclusions can be made at this time.

Event description:
The pt's mother reported that for the past several hours prior to calling animas, the pt's blood glucose level has been elevated. She said the readings have been in the 300's mg/dl and mentioned a 379 mg/dl reading as the highest. She said the pt exhibited nausea, vomiting, and tested positive for ketones. The pt reportedly not need to seek medical intervention to resolve the symptoms but took manual insulin injections. The pt changed the infusion site prior to the symptoms and the site looked normal. The settings and delivery history were reviewed with the reporter and confirmed as accurate. However, the reporter is upset that the low and empty cartridge warnings were appearing when the cartridge reportedly has over 20 units of insulin left. She confirmed that the low cartridge warning was set to appear when there are 10 units of insulin left in the cartridge.